Event description:
Received a report from a consumer who indicated upon retrieval of the tampon, it appeared there were two tampon pledgets attached to one string. This is spacially not possible. No injury reported.